Manufacturer narrative:
Product complaint #: (B)(4). Date sent to the FDA: 11/04/2019. Additional information was requested and the following was obtained: product code and lot number of vicryl suture involved. Unknown was there any adverse patient outcome due to the suture not dissolving? Yes she had to have surgery to remove the suture. Reason for return to doctor on (B)(6)?: it caused an irritation and the doctor was concerned that it would turn into an infection. Was the undissolved suture removed in the doctors office on (B)(6)?: yes. Was any resuturing required?: no, they chose to pack it instead of suturing. Was there any treatment provided for the undissolved suture?: took antibiotics and packed it a second time. Patient repacked for a third time. Update to patient current condition. Very well it healed nicely. Does ethicon have your permission to contact your surgeon, in the event ethicon would like to contact your surgeon for more clinical information to be used for a product quality complaint investigation?: yes.

Manufacturer narrative:
Product complaint # (B)(4). To date, the device has not been returned. If the product is returned for evaluation, any further information derived from the evaluation will be submitted in a supplemental 3500a form. Attempts are being made to obtain the following information. To date no response has been provided. If further details are received at a later date a supplemental medwatch will be sent. Product code and lot number of vicryl suture involved was there any adverse patient outcome due to the suture not dissolving? Reason for return to doctor on (B)(6)? Was the undissolved suture removed in the doctors office on (B)(6)? Was any resuturing required? Was there any treatment provided for the undissolved suture? Update to patient current condition does ethicon have your permission to contact your surgeon, in the event ethicon would like to contact your surgeon for more clinical information to be used for a product quality complaint investigation?

Event description:
It was reported that a patient underwent a knee surgery on (B)(6) 2019 and suture was used. Two or three weeks post-operatively the dissolvable suture had not dissolved after the clips had already been removed. The patient went back to the doctor on (B)(6) 2019. On (B)(6) 2019 the piece of undissolved suture was removed. The knee was packed for a week and then remained covered for a while to help with the healing process. The area has healed. Additional information has been requested.